Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium results on their c501 analyzer for 30-40 samples. The customer provided data for 13 patients, of which 8 had discrepant results that were reported outside the laboratory. The customer stated their morning ise quality control run only gave results for sodium, but not potassium and chloride. After they received quality control results for potassium and chloride, the customer pulled the samples that had been run and repeated them. The customer had to send out corrected reports for only sodium. Repeat testing was performed on one of the two other analyzers the customer had. The original specimens were aliquots from the modular pre analytical device, and the repeat specimens were from the parent tubes. The first patient's initial sodium result was 127 mmol/l. The repeat result was 133 mmol/l. The second patient's initial sodium result was 141 mmol/l. The repeat result was 148 mmol/l. The third patient's initial sodium result was 132 mmol/l. The repeat result was 138 mmol/l. The fourth patient's initial sodium result was 131 mmol/l. The repeat result was 138 mmol/l. The fifth patient's initial sodium result was 132 mmol/l. The repeat result was 138 mmol/l. The sixth patient's initial sodium result was 129 mmol/l. The repeat result was 136 mmol/l. The seventh patient's initial sodium result was 132 mmol/l. The repeat result was 138 mmol/l. The eighth patient's initial sodium result was 133 mmol/l. The repeat result was 139 mmol/l. The customer considered the repeat results to be correct and they were issued as corrected reports. There were no adverse events. The sodium electrode lot number and expiration date were not provided. The field service representative could not determine the cause of this event. He flushed the line for sv4. He cleaned the rinse nozzle. He replaced reagent 1, reagent 2, and sipper nozzles. He performed an ise and mechanical checks. He adjusted the cuvette rinse water volume. He performed a precision check and quality control. The quality results passed and were within the customer's specifications. The instrument was operational and performing within specification.

Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. It was noted the calibration data showed concentrations about 5% high and the quality control showed matching results about 5% low around the time of the event. This may indicate old calibrator was used to calibrate the assay.